Manufacturer narrative:
This supplement report #1 is being submitted to provide a summary of the findings and root cause. During the investigation by agfa and the supplier the unit was inspected. The following was confirmed during the inspection: dmc firmware version: v11r3b5. Arrestor kit (a9365-01) was properly installed in the front of the system with the ball of the kit touching the floor. There was no other metallic part touching the floor, which would bypass the resistive arrestor. Dmc board was properly inspected. All connectors were properly connected, all wires were properly inserted into. The connectors and no damage to any wires was seen. Board was visually inspected and no damage was seen to capacitors, chips, or solder joints. There was a piece of foam that was noticed on the board, but not stuck to any component. The tension on the drive chain was sufficient for proper operation of the motor gear. There was dirt and dust that was built up on the chain. The dead man switch was tested to and found to be working properly. The gauges were tested and were working properly, but they were not adjusted correctly. Tp8 (left gauge) and tp23 (gnd) = 2.48vdc. Tp10 (right gauge) and p23 (gnd) =2.38vdc. The supplier, sedecal, has provided a final report to agfa of the investigation of the unit. After thorough investigation and testing, a definitive root cause was not identified, but three potential root causes were determined that may have contributed to the event. Potential root cause 1: possibly the arm of the dx-d100 was not fully latched into the parking position. When the arm is not fully latched into the parking position, there is the possibility that the collimator can activate the dead-man switch with force enough to press the gauges and move the unit, particularly when passing over transition joints in hallways. This might explain a movement in the "reverse" direction. In parking position the are two different locking systems: horizontal black axle. Vertical solenoid. The horizontal back axle engages in the lower part of the parking and allows driving the equipment at 5 km/h. The vertical solenoid is pushed when the equipment is in parking position and it locks mechanically the telescopic arm. If the telescopic arm is not blocked by the solenoid (probably because the arm is not properly engaged in parking), the arm could be extended and in specific positions it could touch against the handle making pressure over the gauges and moving the equipment backwards. Potential root cause 2: the presence of static electricity may have interfered with the system. This theory pertains to the functionality of the resistive arrestor located on the bottom of the dx-d100. The purpose of this arrestor is to drastically reduce the electromagnetic pulse of electricity by maintaining contact with the floor. Though not probable, when the dx-d100 was moving backward from the secure room location to the hallway, a difference in height of 3-4mm is noticed. Possibly, the arrestor may have lost contact with the floor. When it happens and the equipment is esd charged, a metallic part of the system could touch against metal plates connected to ground as, thresholds, metallic door or door frames, etc., causing an esp (electromagnetic pulse) and affecting the dmc board and potentially an unintended movement during the reset of that board. Potential root cause 3: human reaction: during questions asked during agfa's investigation, they discovered that another individual was involved with the incident. It was stated that this individual tried to help the tech stop the unit when the reported unintended movement began. Could human panic cause one or both individuals to grasp the handle and push or pull opposite each other, nullifying releasing the handle. Remembering the distance from door frame to wall was approximately 4 meters. In this case, it is very difficult to evaluate the behavior of the system in case of failure if two people are handling it or trying to put it in the correct direction.for instance, in case of erratic movement due to a failure in a gauge, the handle has to be immediately released and the equipment would stop movement almost immediately. But, if a gauge is defective and the equipment turns to right or left when the unit is being driven and the user or two people try to stop it by pulling the handle backwards with the dead man bar still pressed, probably the unit will drag them because the motors have force enough (the weight of the unit is around 500kg) that is, in fact, a reproducible possibility, but; we cannot confirm if that actually happened. In any case, we cannot rule out this possibility. The affected unit has been completely removed from the customer site and a new unit replaced to the customer. The new unit is working as intended.

Event description:
This supplement report #1 is being submitted to provide a summary of the findings and root cause.

Event description:
On february 6, 2017, agfa became aware of an event in which the customer experienced unintended movement of a dx-d 100 unit. The customer reported a technologist using the dx-d100 had just finished with a patient and was backing out of the room. She was pulling the handlebar towards her in a reverse direction. The dx-d100 unit reportedly started to go faster than expected, so she released the handlebar/dead man switch. She tried to push the unit forward, without engaging the dead man switch, but the unit continued in reverse direction towards the technologist. The unit came in contact with the technologist with enough force to push the technologist into the wall. She instinctively turned her body so as to protect her unborn child. She was struck in the hip area of her body. The portable unit was then able to be moved normally away from her and parked in the hallway. The technologist was examined in the ER and no injuries were reported other than bruising. Investigation is under way to determine the root cause. A supplemental report will be provided. There has been no reported harm to patient or user during this event, other than what has been described above.